Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-04224 / 04226).

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately seven years post-implantation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative record reported revision due to elevated metal ion levels and positive metal artifact reduction sequence (mars) MRI findings. During the revision, oily-looking fluid, pseudotumor, and lysis were noted. The modular head and acetabular cup were removed and replaced; a poly liner was implanted.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 103205 527470 taperloc por fmrl 11x142, unknown magnum head 54, unknown standard neck.